Manufacturer narrative:
The complaint investigation for false negative alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The device history record review for lot 55509ud01 did not identify any non-conformances or deviations. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg assay for lot 55509ud01 was identified.

Event description:
The customer observed a false negative alinity I total ¿-hcg result on one pregnant patient. The sample was repeated with higher results which matches the patient¿s clinical picture. The following data was provided:initial result = <1.2 repeat result = 13254.92 iu/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative alinity I total hcg result on one pregnant patient. The sample was repeated with higher results which matches the patient¿s clinical picture. The following data was provided: initial result = <1.2 repeat result = 13254.92 iu/l there was no impact to patient management reported.